Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings:.during investigation, the contrast, ok keys were not working, up, down keys were responsive to user presses. The keypad was removed and there was no contamination found under the key contacts. The bolus button was unable to be teste due to the keypad not working. A call service 064-0008 alarm was observed in black box, alarm history. The pump was opened and there was moisture corrosion found near the motor flex connector, on keypad connector. Due moisture damage and not working keypad, steps 13,21,22 failed, unable to investigate complaint about call service 064.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.